Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during knee prosthesis surgery the sawblade loosens, it was locked in place again but the same thing happens. The nurse opened the lock of the blade; the blade falls out (broken) and several pins from the locking mechanism fell out onto the table. There was no patient harm or medical intervention/additional surgical procedure; however there was a delay in surgery for approximately 10 minutes. The procedure was completed with an alternate device.